Manufacturer narrative:
(B)(4)

Event description:
The patient ((B)(6)) had 4 drg leads implanted bilaterally at l4/l5. It was reported the patient ((B)(6)) began to experience new pain in the right leg subsequent to the implant. Initially the patient attributed the pain to strain, however she felt it was exacerbated when stimulation was turned on. The patient then turned stimulation off for the l4 leads over the course of a weekend and the pain was reduced, but when stimulation was activated for the right side l5 lead, the pain to the right leg returned. Surgical intervention was undertaken on (B)(6) 2016 and the right l5 lead was moved and the right leg pain was resolved.